Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting the cause of the implantable neurostimulator (ins) being unexpectedly off was they did not realize there was an off button on the side of the recharger remote. They contacted the physician and the battery was turned back on.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reports the ins turned off unexpectedly. Pt thinks the implant turned off sunday; they started feeling therapy changes monday evening and by tuesday pt's muscles felt really tight. Patient checked the ins yesterday and found ins off. Ins battery was fully charged. Caller tried calling the dr and went online to figure out how to turn ins on, but turning ins on to group a (regular settings) resulted in pt immediately being unable to speak. (4.00 a 3.10). During the call pt tried group b and turn stim on, the result was patient in pain, pale and breathing heavier, the ins was turned back off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt reports no falls, traumas or medical procedures. Pt did walk past an old abandoned gas station where "things" are stored.